Event description:
It was reported when using the bd pyxis medstation system the tower door was not releasing. The customer reported that while accessing patient own medication bin in tower, it was showing a message as failed hardware. The customer stated that this malfunction caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door was failed. The field service engineer replaced all latches on the tower, tested for functionality and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.